Manufacturer narrative:
(B)(4)

Event description:
It was reported that the hv lead impedance could not be measured. The lead was capped and replaced. The patient's condition is stable after the event.